Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 98 mg/dl and the sensor glucose was 44 mg/dl. Insulin delivery was suspended due to sensor values. Sensor glucose value that triggered the suspend event was 54 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.